Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, stained end cap sticker and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed button error and had high blood glucose. Customer stated the bolus kept scrolling. Troubleshooting was done. Customer's blood glucose was 120 mg/dl. Customer mentioned high blood glucose due to illness and refused to troubleshoot. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.